Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73e2100742 investigation did not show issues related to the complaint.

Event description:
When the user loaded a clip and slightly close the jaws of the applier to insert it into the abdominal cavity, the clip got broken. The broken piece fell in the patient, but it was withdrawn. The user used the remaining clips to complete the surgery.

Event description:
When the user loaded a clip and slightly close the jaws of the applier to insert it into the abdominal cavity, the clip got broken. The broken piece fell in the patient, but it was withdrawn. The user used the remaining clips to complete the surgery.

Manufacturer narrative:
Qn#(B)(4). The customer returned one 544230 hemolok ml clips 6/cart 84/box unit for investigation. One loose clip was returned with no cartridge. The loose clip was visually examined with and without magnification. Visual examination revealed that the loose clip was broken in half at the hinge. No other defects or anomalies were observed. The returned clip appears used as there is biological material present on the clip. The clip breaking at the hinge during ligation was determined to be the result of insert mismatch at the hinge area of the clip. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The returned clip was broken in half at the hinge during ligation. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. A broken clip was returned, and it was broken in half at the hinge. The clip breaking at the hinge during ligation was determined to be the result of insert mismatch at the hinge area on the pierce leg side of the hinge. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.